Event description:
It was reported to medtronic neurosurgery that the device was implanted despite the physician not having performed preimplantation testing, and that the upon connecting the valve to the catheter that the valve was found to leak. The report states that the pt did not suffer any injury and that they were doing "overall ok" following the procedure.

Manufacturer narrative:
The returned valve was patent and met the specifications for siphon, pressure-flow, and preimplantation testing. However, the device did not meet the requirements for reflux and leak testing due to a tear in the top membrane of the delta chamber as well as the presence of crystalline debris within the interior of the valve. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that cause should be taken in handling the valves as silicone has a low cut and tear resistance. Also, debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The returned valve was patent and met the specifications for siphon, pressure-flow, and preimplantation testing. However, the device did not meet the requirements for reflux and leak testing due to a tear in the top membrane of the delta chamber as well as the presence of crystalline debris within the interior of the valve. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that cause should be taken in handling the valves as silicone has a low cut and tear resistance. Also, debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.